Event description:
After implanting, the graft leaked approx 300 cc of blood through the crotch. The leak are was oversewn and the bleeding stopped. The graft was left in. The pt recovered without incident.